Event description:
It was reported that while charging the pump shutdown unexpectedly. Low power alerts/alarm occurred prior to pump shutting off. Customer unplugged from power source and upon recharging, pump turned back on. Reportedly, pump therapy was resumed. Customer's blood glucose was 133 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.